Event description:
It was reported that the coil was missing upon removal. A 3mm x 6cm interlock coil was selected for use in an embolization procedure in the head and neck. During the procedure, when the delivery system was advanced through the direxion catheter, the physician could not verify if the coil was detached. When attempting to detach the coil at the target site, detachment was not observed. However, when the delivery system was removed it was noted that the coil was missing. The procedure was completed with another of the same device. There was no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a pusher wire, the main coil and introducer sheath were returned for this complaint. A visual inspection noted that a the introducer sheath was inspected and no anomalies were noted, the twist lock of the introducer sheath had been opened. Besides, blood residues were noted within the introducer sheath. The pusher wire was inspected and no anomalies were noted. The main coil did not show damages. A functional inspection noted that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck, possibly caused by the dry blood found inside; it was necessary to cut the sheath in order to release the main coil. A microscopic inspection noted that proximal end of the pusher wire has a smooth surface and the interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface. The main coil did not show damages. The interlocking arm was inspected and no anomalies were noted. The dimensions that could be measured were are within specification. No other issues noted on the analysis.

Event description:
It was reported that the coil was missing upon removal. A 3mm x 6cm interlock coil was selected for use in an embolization procedure in the head and neck. During the procedure, when the delivery system was advanced through the direction catheter, the physician could not verify if the coil was detached. When attempting to detach the coil at the target site, detachment was not observed. However, when the delivery system was removed it was noted that the coil was missing. The procedure was completed with another of the same device. There was no patient complications reported and the patient's status was stable.